Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the coronary treatment procedure was completed as planned by moving the patient to another system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed that the small and large focus filaments were both open. The fse replaced the x-ray tube and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system couldn't scan. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the tube. The device was returned to use in good working order.